Event description:
The clinic reported that the tubing in the pump segment cracked while pt was receiving "cvvh" therapy. The clinic advised that the pt lost approximately 150ccs of blood. The pt was taken off continuous therapy and placed on daily hemodialysis. No further medical intervention was required.